Manufacturer narrative:
Findings: motor error alarm during the occlusion test and unable to prime during prime/a33 test due to faulty sensor resistor. Motor passed motor test. Pump received with cracked case at display window corner, reservoir tube lip, minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error during bolus delivery. The patient's blood glucose level was 18.8 mmol/l at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer does not use the sensor feature. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.